Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected. The f-38 alarm was found during power on self-test and the review of the alarm log. The cause of the alarm was due to damaged force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced an f-38 alarm. There was no patient involvement. No additional information is available.